Event description:
It was reported that, "stainless steel gamma was extracted from patient due to avascular necrosis."

Manufacturer narrative:
Device not returned. It was discarded by the hospital. No evaluation will be performed. If the device or additional information becomes available, a supplemental report will be issued.